Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor under infused. The expected infusion time was forty-six hours; however, the actual infusion time took ninety-six hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: h4: the lot was manufactured between may 3, 2023 ¿ may 5, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.